Event description:
Rptr had a pacemaker implanted. Since then, he has not had one moment of peace nor contentment. He had such burning inside the chest, such difficulty with the industrial strength wiring, the sensitivity to the touch, the electrical zaps, difficulties with seat belts, the impossibility to (still) sleep on his left side that he reported back to the hosp on 5/19/93 to complain. The "huge hot hockey puck" stuck inside him was also a bother. Everything he complained about on 5/19/93 has worsened, with one exception. The huge area of burning across the entire side of his left chest has been reduced to about the size of his palm. But the ferocity of that burn has increased ten-fold. (*)